Event description:
The patient had contacted the company in 2007, to receive assistance with device reprogramming. The representative was contacted and reported there had been no efficacy after product activation; high impedance levels had been obtained and the device had not been programmed and was turned off. The patient had experienced three surgical procedures since the date of system placement. Follow-up by the patient representative redirected the patient to contact the physician. Subsequent information received from the representative shows the battery and extensions were removed due to an infection at the battery pocket site; product had not been returned for analysis and was not found in the device registration system. Additional information has been requested from the physician. Refer to MFR report #2182207200800168.